Event description:
On (B)(6) the patient's mother contacted animas stating that the buttons were not working. Animas has attempted to follow up with the reporter to obtain additional information but has not been able to reach her. This complaint is being reported because the alleged button issue was not resolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under up arrow keypad button key contacts.

Manufacturer narrative:
(B)(4).the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.